Event description:
The channel was delivering levophad. Blood pressure was rising and pump was turned off. Blood pressure continued to rise so drip was removed from IV line. IV fluid was free flowing despite being on the pump and channel being turned off.